Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was "stuck" in the fill tubing phase of the load process. Reportedly, the pump was reset to address the event and the load process was completed. Insulin delivery was resumed. There was no reported impact to blood glucose.